Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that the patient fainted due to a reaction to anesthesia used during the trial procedure. The patient was hospitalized and recovered without sequelae. There have been no reports of further complications regarding this event and the patient finished their trial with no further issues.